Event description:
It was reported that during the anterior cerebral artery procedure, the balloon (subject device) ruptured inside the patient's anatomy. Also, the patient blood vessel was ruptured. No further information available about the procedure and patient condition.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject balloon ruptured inside the patient. Additional information provided by the customer indicated that no anomalies were noted to the device prior to preparation, the device was prepared as per the dfu, 50% contrast was used during preparation and procedure, continuous flush was maintained throughout the procedure, and the patient anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the anterior cerebral artery procedure, the balloon (subject device) ruptured inside the patient's anatomy. Also, the patient blood vessel was ruptured. No further information available about the procedure and patient condition.